Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that had been receiving fentanyl via an implantable pump. The indication for use was non-malignant pain. The patient reported their physician dropped her and she wants to find a physician to remove the pump. The patient stated "since oct 2022¿ the pump has been beeping because it was empty because the patient was told another physician will not manage the care of a pump patient unless it is the original physician. The patient stated "since it ran out in oct 22 the pump has been moving and is hitting my spine". Physician listings were reviewed and sent to the patient. The patient was redirected to their healthcare provider to further address the issue